Event description:
It was reported the lead impedance keeps rising. Lead impedance is reported as 2230 bipolar and 1840 unipolar. The lead is being monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.